Manufacturer narrative:
Based on the available information, the cause of the reported patient that developed a pneumothorax during an ion endoluminal lung biopsy procedure was unable to be determined. In this case, after the pneumothorax being observed, excess air was removed from the pleural space and the surgery went on and completed with no other issues reported. Upon completion of the procedure, no re-accumulation of the pneumothorax was observed under fluoroscopy. Additionally, there is no indication that the patient was symptomatic or clinically unstable as a result of the pneumothorax. Furthermore, the lung biopsy procedure was completed with no observed malfunctions of an ion product according to the ion clinical applications engineer (cae), who was present during the procedure. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax . However, available information from the user facility does not have enough information on the alleged pneumothorax incident to determine if it was temporary/transient. Intuitive surgical, inc. (Isi) does not have enough information to completely rule out if there was any medical intervention required. At this time, the cause of the pneumothorax is unknown. Should additional information become available, a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the clinician mentioned that the ¿scope went out¿ and with the needle out, the patient allegedly sustained a pneumothorax which was confirmed on fluoroscopy. The clinician took biopsies with a 21g flexision biopsy needle prior to the pneumothorax being observed. Excess air was removed from the pleural space. The clinician repeated the planning for the case and re-navigated to the target. Additional biopsy samples were taken. Upon completion of the procedure, no re-accumulation of the pneumothorax was observed under fluoroscopy. The initial reporter did not observe any system malfunctions and noted that the ion system performed as expected. However, according to the initial reporter, the clinician commented that the auto pleura border was ¿not very accurate¿ and he alleged this may have contributed to the pneumothorax. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the clinical applications engineer (cae), who was present during the procedure. However, no further details have been received as of the date of this report.